Event description:
Complaint received via receipt of ufmw# (B)(4) reporting an incident involving use of one (1) rf-150 locking blunt cannula. The report stated "on giving pt a propofol bolus, significant leakage at the site where the line y-ends into the primary line. On closer inspection, the leakage appeared to be coming from a crack in the hub of the locking blunt cannula." The device was removed and replaced with no further problems. Limited info available regarding device usage. Length of time the device was in use etc. One (1) used rf-150 was returned to the MFR for analysis and investigation. Visual inspection confirmed hazing/cracking along the returned device female luer taper knit/parting line. Previous investigations have found that use of alcohol as a disinfectant added with overtightening can cause these conditions and result in leakages.